Manufacturer narrative:
Device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger was unable to charge a battery. Upon investigation, q1 (power transistor) was found to be shorted, u13 (microcontroller) was swollen and the battery and bedside boards were found to have liquid contamination. The cause of the shorted q1, swollen u13, and inability to charge was likely the liquid contamination on the two printed circuit assemblies. The root cause of the liquid contamination was likely ingress of an unk liquid. No adverse event resulted from the defective charger. The pt received a replacement charger.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's charger was not charging the pt's batteries. The pt was provided with a replacement charger.